Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient representative (pt rep) reported having a difficult time trying to keep the patient at an excellent connection, and the issue began in january. The handset showed poor coupling and when the patient rep repositioned the wireless recharger. The patient rep confirmed the patient was at a good connection. As the patient rep repositioned the wireless recharger, the handset still showed a good connection. The agent reviewed best charging practices and confirmed the charging speed was 4. The patient rep denied any recent falls/trauma. The agent reviewed patient services can go over troubleshooting over the phone and if they need in person patient education, to follow up with their hcp. The patient was redirected to the healthcare provider to fur ther address the issue in person. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.